Manufacturer narrative:
The conclusion code corresponding to the lead has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis determined the lead was not completely seated in the ins connector port. Furthermore, the #5 conductor was broken 1.7 cm from the proximal end and the #7 conductor was broken 1.4 cm from the proximal end. No significant anomaly was found with the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
The explant date was clarified as on (B)(6) 2017.

Manufacturer narrative:
The ins and a segment of the lead was returned for analysis. Correction: the device code (B)(4) has been added. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. There was no further information regarding the patient's surgery that occurred after the system was implanted as it wasn't done by the doctor. It was reported that the ins and lead were explanted on (B)(6)2017. There was no information regarding the lot number and implant date of the lead with high impedance. It was reported that the lead would not be returned, however, a segment of the lead was returned with the ins. A new ins and two new leads were implanted.

Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 977a290, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an implantable neurostimulator (ins). It was reported that the patient had spinal cord stimulation surgery. After the system was implanted, the patient had another surgery. After the second surgery, the spinal cord stimulation system had problems. The patient didn't have a good outcome from the stimulation and came to the doctor. The impedances were checked and the doctor found that more than three poles of the electrode had impedances greater than 10,000 ohms. The error code 574 was also observed on the patient programmer. At this time in the operating room, it was not clear what the error code was. It was planned to do a revision of the electrode. The physician decided to change the ins to be sure the system will work after the surgery. The doctor implanted two electrodes and the new ins. The patient had good sensations and good pain relief from vas 9 to vas 2 the next day. It was noted that new programming was performed to resolve the issue.

Manufacturer narrative:
Correction: the supplemental report 002 was a 30-day report with an additional follow-up type of device evaluation. If information is provided in the future, a supplemental report will be issued.